Event description:
Caller reported a malfunction on the pump, specifically a malfunction code malf 0, though no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.